Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received excessive no delivery alarms, even after set changes. Troubleshooting was performed and customer was advised to change full set and call back should issue persist. Customer's blood glucose was 400 mg/dl.